Event description:
It was reported that the scope warmer began leaking from the inside middle seam during a laparoscopic procedure. The surgeon was unaware of the leak and inserted the scope into the abdomen of the patient. When it was realized that the scope had been contaminated with sodium acetate from the scope warmer, the case was stopped. The patient remained under anesthesia for approximately 90 minutes while infection control was called to irrigate the patient's abdomen. The procedure was not completed, and a follow up will be necessary. As of now, it appears that the patient did not suffer injury or infection.

Manufacturer narrative:
Investigation is on-going. Once complete, a follow-up report will be submitted.